Event description:
Smoke and a "burning smell" were detected coming from a (B)(4) pt station medlink model sps-3000. Pt not effected other than moving to another room. No damage outside of wall until other than smoke and odor. A pressboard insert and the circuit board inside the unit sustained burn/melting damage.